Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on this left ventricular lead. An x-ray showed a lead fracture. The device was reprogrammed and no revision has taken place at this time. No adverse patient effects were reported.